Manufacturer narrative:
The technician found the right foot brake caster will not hold most likely due to the teeth inside of the caster being worn from normal wear and tear. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right foot brake caster is not holding. The bed is located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).